Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found detached downstream occlusion sensor (dso) seal. The customer concern duplicated through latch lock and occlusion test. Replaced dso seal, latch sensor, and locking mechanism. Performed dso/downstream occlusion sensor (dso) sensor calibration. The device passed all functional and delivery tests performed after repair activities were completed. Software updated and device reset to standard configuration.

Event description:
It was reported that the device cassette sensor defective, unknown patient involvement.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.